Event description:
The patient visited their primary care physician due to recent swelling, heat, and tenderness over their vns generator site. The patient informed that they have experienced no painful stimulation or pain in the lead area. The patient's primary care physician confirmed that the swelling and heat over the generator was due to an infection. The primary care physician administered an antibiotic prescription for the patient's infection. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. In addition to the infection, the patient expressed concern that the vns generator battery had depleted due to a lost perception of magnet stimulation and increased seizures, which the patient was hospitalized for. Further follow up confirmed that the system diagnostic test results for the patient's vns generator are within normal limits. The patient has not established care with a neurologist, and their vns has not been programmed since 2017. As a result, their seizure medications have not been adjusted and the vns has not been titrated to higher therapy settings. No other relevant information has been received to date.